Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However, identified the need to replace the lemo connector and the coin battery in the x-ray controller. Connector and battery replaced. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9800 sys locked up during a case. Rebooted the sys and the case was completed. There was no report of pt injury.